Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, product type: screening device. Product ID: 306001, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence, urgency frequency. The trial began on (B)(6) 2021. It was reported by the basic evaluation patient that they had just gotten home from the hospital at the time of the call. The patient noted that their leads have moved. They also reported that they had experienced pain today but noted that it was not as bad as yesterday. Additional information was received from a health care professional (hcp) on (B)(6) 2021. The hcp reported that the patient did not report this to them. The hcp stated the patient only reported ¿illegible word¿ of leads moving due to long wires and subsequently taped wires down to prevent catching. The hcp stated that the issue resolved. In response to the inquiry for if the hospitalization had been related to the device or therapy the hcp replied ¿no,¿ and stated that the patient had not been hospitalized. The hcp reported that the trial ended on (B)(6) 2021.